Event description:
It was reported that the lead had an inner conductor fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the right ventricular (rv) lead impedance and thresholds showed out of range values intermittently.